Event description:
Same case as MDR ID: 2134265-2013-03778. It was reported that during a percutaneous coronary intervention, a stent dislodgement and shaft separation occurred. The 99% stenosed target lesion was located in the calcified mid segment of right coronary artery (rca). To aid in advancing the stent delivery system, a 7f jr4 guide catheter and non-bsc support catheter were used. The physician attempted to advance a 5.00mm x 16mm veriflex¿ stent into the target lesion, but the stent was dislodged from the stent delivery system (sds). The dislodged stent was crushed against the wall of the vessel. The sds was completely removed from the body. Then, a longer stent (5.00mm x 32mm veriflex¿ stent) was advanced to the 80% stenosed lesion located in the proximal mid segment of rca, but when they tried to remove the sds, the shaft separated. They were able to remove the shaft from the body completely. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).